Event description:
It was reported that the pump's alarm sound was not annunciating. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. The customer's blood glucose level was 251 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.